Manufacturer narrative:
Contact office correction: (B)(4). Follow up report - modified device evaluation. Added customer declined repair to resolution/disposition.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. (B)(4).

Event description:
The customer reported the ventilator will not switch on. The customer reported there was no patient involvement.